Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser was in the ready state and automatically changed to standby during a vitrectomy procedure. The laser was returned to ready. There was no patient harm. Additional information is not expected.

Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The footswitch was reported to change from ready state to standby randomly, so the laser footswitch was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).